Event description:
The complainant reported an automated impella controller (aic) purge disc retainer was broken with inability to maintain purge pressure. The aic was replaced successfully and no patient harm was reported.

Manufacturer narrative:
The investigation into the automated impella controller has been completed. The device was returned for evaluation. No data review was needed for this complaint because it was only reported that the retainer was broken. The purge disc retainer was found to be broken. The root cause of the issue was broken purge disc retainer.